Event description:
The initial reporter stated they received a discrepant result for one patient tested with a coaguchek inrange meter (serial number unknown). A sample from the patient was tested in the laboratory using the neoptimal chronometric method, resulting in a value of 3.8 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 5.2 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation, but materials were unable to be sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.